Event description:
During a tfn procedure it was reported that during the insertion of the helical blade into the nail, the hb would not advance. The hb was hitting the nail and became stuck. The surgeon used the stepped drill bit to insert the hb and could not advance the hb into the nail. The surgeon then switched to a lag screw and was able to advance it through the nail. Procedure was completed with no further problems. There was no harm to the patient. There was a tight connection and the locking mechanism on the nail was not deployed. This is report 2 of 2 for the complaint (B)(4). This report is on the unknown nail.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)